Event description:
It was reported the filter was caught in sheath a few centimeters from the marker band. The physician pulled the delivery system out and put a different filter in successfully. The patient's anatomy was tortuous. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The delivery system and filter were returned for evaluation. The delivery system consisted of the following: the pusherwire inside of the introducer sheath attached to the storage tube and y-body. The touhy nut was light. There was no dilator returned. There was no original packaging or labels returned to verify the item number or lot number info. Upon inspection, the pusherwire appeared to be jammed in the storage tube and the y-body. The pusher wire cup was protruding out of the tip of the introducer sheath. All measurements taken for the pusher wire were within specification. Upon inspection of the returned introducer sheath, there was a cup impression approx 15.5cm from the distal tip. All measurements taken for the introducer sheath were within specification. The filter was clean and intact with all six legs and hooks. Heat was applied to the filter and the filter took shape. All measurements taken were within specification. The storage tube and the y-body appeared clean and intact. The result of the investigation was confirmed for failure to deploy possibly due to the tortuous path. It is unk if pt or procedural issues contributed to the event.